Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. According to the caregiver, on (B)(6) 2026, the patient experienced disorientation, couldn't walk, slurred words, and was sweating. The cgm reading was 300 mg/dl, and did not align with the symptoms, as according to the patient, they experienced a hypoglycemic event. No treatment was provided at home, and the patient was brought to the hospital by their caretaker. No blood glucose reading was reported from the event. The patient was treated with intravenous magnesium, b1, thymine, and fluids for dehydration. During a follow up 6 days after the day of the event, the patient was still at the hospital, but was planned to be discharged the next day. At that time, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site. According to the caregiver, on (B)(6)2026, the patient experienced disorientation, couldn't walk, slurred words, and was sweating. The cgm reading was 300 mg/dl, which according to the patient, did not align with the symptoms. No treatment was provided at home, and the patient was brought to the hospital by their caretaker. No blood glucose reading was reported from the event. The patient was treated with intravenous magnesium, b1, thymine, and fluids for dehydration. During a follow up 6 days after the day of the event, the patient was still at the hospital, but was planned to be discharged the next day. At that time, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).